Event description:
It was reported the doctor noticed the tibial targeter was loose. After inspection it was noticed that a joint had come loose.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.